Event description:
It was reported that the left monitor flickered on and off preventing the customer from viewing the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.